Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's mother inserted the sensor on patient arm. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed on (B)(6) 2014 and confirmed the reported event of inaccurate bg values.

Manufacturer narrative:
(B)(4). The complaint sensor was not returned for evaluation. The transmitter (9438-05/66trw) that was being used at the time of the reported event was returned on (B)(4) 2015. The transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. In addition, the receiver (mt22430/(B)(4)) was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver errors report confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.